Event description:
It was reported the device was in use with patient for infusion. The reporter stated the displayed remaining infusion volume on the pump did not match the actual remaining volume of medication. No adverse effects to patient reported.